Event description:
It was reported the patient could not adjust stimulation due to the stimulator being off. The patient was able to turn stimulation on and adjust while on the call. The patient was wetting themselves. Reprogramming just made the incontinence worse. The patient had never been correctly programmed. The patient had experienced abdominal pain, flutter in toes and lower back and leg, sharp pain across pelvic area during bowel movements, and a strong pulsating sensation during bowel movements. The sharp pain had resolved. The trial was successful with a fifty to sixty percent reduction in symptoms. The patient was still experiencing frequency in the afternoon. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va0kmyd, implanted: (B)(6) 2014, product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).